Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced an acute mycardial infarction, cardiac arrest, hypotension, cardiac arrhythmia and subsequently expired on the same day after having rec'd hemodialysis treatment.